Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was out of specification. It was also indicated that the display wires were pinched, output connector assembly was broken, and multiple external components were damaged and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) top display was blank. The epg was returned for service. There was no patient involvement.